Manufacturer narrative:
The accessory was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the accessory, however no product return as of this time. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this guiding inner catheter had significant resistance, and when an attempt was made to pull this catheter, a portion sheared off. Showing the section inside the guide had its purple coating stripped down to the braided metal. This guiding catheter was out of service and will be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this guiding inner catheter had significant resistance, and when an attempt was made to pull this catheter, a portion sheared off. Showing the section inside the guide had its purple coating stripped down to the braided metal. This guiding catheter was out of service and will be returned for analysis. No adverse patient effects were reported.